Event description:
It was reported to bsc on 12/11/2006 that during an ercp, "the cutwire came apart from the autotome." Pt gender and age is unk. It was also reported that no part of the device detached into the pt. The procedure was successfully completed using a second device. There were no adverse effects reported for the pt.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event. Although the product will not be returned, a corrective action has been opened to address the broken cutting wire issues.